Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was to be used during an esophageal stenting procedure on a (B) (6) female. According to the complainant, the stent creased following four attempts to load the stent into the delivery system basket. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (4) - other (stent creased). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).